Event description:
The customer contacted beckman coulter inc (bec) to report one damaged prolactin s5 calibrator vial which caused the contents to leak onto the counter. The customer was wearing personal protective equipment during the event and was not exposed to solution. The customer did not question any patient results and did not report an affect to patient or end users in association to this event. Service was not dispatched for this event. The root cause is undetermined for this event.

Manufacturer narrative:
(B)(4).